Event description:
Patient reported right side capsular contracture, baker grade IV. Per MRI "small amount of liquid around the right implant." The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side capsular contracture, baker grade IV. Per MRI "small amount of liquid around the right implant." The device has been explanted.

Event description:
Patient reported right side capsular contracture, baker grade IV. Per MRI "small amount of liquid around the right implant." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and seroma.